Event description:
Per pharmacy representative: pt reported she is down to 2 cassettes. On her last order one of her cassettes was broken so she had to throw it away. Refill request scheduled. Cassette replaced. No adverse events resulting from product complaint. Unknown the type of damage to cassette. No medical intervention provided. Was not in use with the patient when product fault occurred. No further information known. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we [MFR] replace device? Yes. Did the patient have additional cassettes they were able to switch to? Yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Reported to (B)(6) by: patient/caregiver.